Manufacturer narrative:
On (B)(6) 2025, the complainant reported a fracture in the midline. There is no report of clinical impact to the patient. On (B)(6) 2025, the complainant provided the lot number; however, no additional information has been made available. Despite multiple requests, the device has not been returned for evaluation, and no further details regarding the reported issue have been provided. A review of the lot history revealed no nonconformances associated with the reported production lot. Due to the lack of a returned sample and limited information, a root cause could not be determined, and no further investigation is possible.

Event description:
Report of a fractured midline.